Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2018-13451. During a follow-up, the device was unable to be interrogated and premature battery depletion was suspected. A replacement procedure was scheduled. During the device replacement procedure, the right ventricular (rv) electrode was capped and replaced due to previous episodes of high pacing impedance. The device was explanted and replaced and the lead was capped and replaced to resolve the event and the patient was stable.